Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a high out of range shock impedance message during induction testing. A shock was able to be delivered successfully. The s-ICD system remains implanted and in service. No adverse patient effects were reported.